Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt. The device inappropriately shut down using pt power. Complainant indicated that the clinician switched to ac power to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.